Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, premature detachment of the coil was reported. The separation occurred at the detachment zone, when the coil was being retrieved out of the microcatheter to be re-sheathed into the introducer sheath. The coil was completely removed from the patient along with the microcatheter as a single unit. The procedure was completed successfully without any patient consequences due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was mechanically detached from the delivery wire and it was kinked. Additionally, the delivery wire and proximal contact were kinked likely due to the handling during use. The functional test could not be performed due to the condition of the returned device. Information available indicated that the resistance was encountered when the coil was advanced through the microcatheter and the coil was repositioned approximately eight times before removal. It is possible that the main coil was damaged and detached while being removed. Based on the information available and analysis, an assignable cause of operational context was assigned to this investigation.

Event description:
During the coil embolization procedure, premature detachment of the coil was reported. The separation occurred at the detachment zone, when the coil was being retrieved out of the microcatheter to be re-sheathed into the introducer sheath. The coil was completely removed from the patient along with the microcatheter as a single unit. The procedure was completed successfully without any patient consequences due to the reported event.